Event description:
Boston scientific has become aware of the following event: the saline was flushed from the shaft during flushing. The catheter was returned to manufacturing site and the investigation was performed. The following was found during investigation. Bloodstain was observed inside of the distal tip assembly. An open hole was observed in the distal sheath assembly at 2.3cm from distal tip end.

Manufacturer narrative:
A review of device history record was performed on the batch and no issue or discrepancies were found which appear to relate to this complaint. No similar complaint by event description was found in the same lot. During investigation, bloodstain was observed inside of the distal tip assembly. No fluid was found inside the hub. No kink was observed in the sheath assembly. An open hole was observed in the distal sheath assembly at 2.3cm from distal tip end. The fluid was leaking at the open hole during flushing process. During image characterization testing, no image appeared in the systems due to imaging core wind up in the telescope assembly. No image appeared in the systems due to imaging core wind up in the hub and/or telescope assembly. Wind up is a result of the imaging core being constrained which breaks the signal pathway leading to the loss of image. Root cause for the hole (s) is undetermined. No immediate corrective action/escalation is recommended based on the individual investigation findings. However, trending will be done outside the individual investigations on a regular basis to monitor the issue over time and assess the need for further action.